Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The stent was unable to be deployed and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.